Manufacturer narrative:
Journal article:10-year outcomes from a randomized trial of polymer-free versus durable polymer drug-eluting coronary stents ref: https://doi.org/10.1016/j.jacc.2020.05.026. Average age: (B)(6) years. Majority gender: male. Date of publication: july 14th 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
An article was submitted. It details a study that assessed the 10-year outcomes of patients enrolled in the isar-test-5 (test efficacy of sirolimus- and probu col-eluting versus zotarolimus-eluting stents) trial. A total of 3,002 patients were randomized to treatment with either polymer-free sirolimus- and probucol-eluting stents or durable polymer zotarolimus-eluting stents. 1000 patients were treated with the zotarolimus-eluting resolute integrity stents. Zotarolimus-eluting stents were used to treat 1,479 lesions in total. The median follow-up interval was 10.3 years and rates of cardiac adverse events were high and it was noted that the study enrolled a high proportion of patients with advanced age and multivessel disease. Other patient baseline characteristics in high numbers included diabetes mellitus, hypertension, hyperlipidaemia, prior mi, prior by pass surgery and current smokers. Clinical outcomes included all-cause death, cardiac death, mi related to target vessel, any mi, target lesion revascularization, any revascularization and definite/probable stent-thrombosis. The rates of doce (device-oriented composite endpoint - cardiac death, target vessel¿related myocardial infarction, or target lesion revascularization) and poce (patient-oriented composite endpoint - all-cause death, any myocardial infarction, or any revascularization) were similar in both groups with no difference in the incidence between polymer-free sirolimus- and probucol-eluting stents and durable polymer zotarolimus-eluting stents. The incidence of definite/probable stent thrombosis over 10 years was low and comparable in both groups. It was also noted that zotarolimus-eluting stents were used as a comparator in the bionics trial where all-cause death and target vessel revascularization was reported.